Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe plus x100l png clear plunger rod was bent. This occurred on 8 occasions. The following information was provided by the initial reporter: ucb find compression test not conform on final product (values below 80n). Their internal investigation show that when one or several latch finger(s) is (are) already bent (-see picture-) before the compression testing, values found after testing are not conform. Investigation: potential causes that could explain bent latch fingers after activation but before compression test.

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 2/25/2021. H6. Investigation: the customer issued a complaint for compression and bent finger problem detected during customer process. Photo and 8 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. No bent latch fingers were visible on 36 pcs retain samples. 18 retain samples were subjected to compression test, all passed. H3 other text: see h10.

Event description:
It was reported that ultrasafe plus x100l png clear plunger rod was bent. This occurred on 8 occasions. The following information was provided by the initial reporter: ucb find compression test not conform on final product (values below 80n). Their internal investigation show that when one or several latch finger(s) is (are) already bent (-see picture-) before the compression testing, values found after testing are not conform. Investigation: potential causes that could explain bent latch fingers after activation but before compression test.